Event description:
Original equipment manufacturer (OEM) unable to complete preventative maintenance (pm) on 1 (one) holmium laser per the schedule set out by the OEM due to staffing shortage. Device is deemed a high-risk life support equipment by regulatory requirements. Vendor failed to provide pm on time per regulatory requirements and OEM recommendations. Laser is located at (B)(6). Serial number (B)(6). Case number (B)(4). Po (B)(4). No eta on when maintenance will be completed, putting equipment out of service.